Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. It was reported that, approximately ten years post index procedure, it was discovered that the aneurx stent graft had migrated. Approximately ten years and one month post index procedure, the physician elected to implant an endurant aorto-uni-iliac stent graft and the event was resolved. Per the physician, the cause of the migration was due to disease progression. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.